Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler instrument made movements on its own without the surgeon¿s input, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci a sureform 60 instrument involved with this complaint to perform failure analysis. Failure analysis (fa) was able to confirm/reproduce the reported complaint. Fa found the primary finding of engagement failure to be related to the customer reported complaint. For clarification, the instrument failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. Logs show failure 22020: "installed sureform 60 failed to engage on usm3 (roll axis hardstop check failed - try reseating drape, look for instrument roll friction (cannula seal or drape pouch). The housing was removed from the back end, and there was no obvious damage observed. Additional observation(s) not reported by site: manual articulation of the main tube/shaft found there to be friction resistance during rotation. The difficulty of manual articulation is caused from the main bushing within the housing being out of spec. The engagement failures are likely caused from the main bushing defect. The root cause for this failure is attributed to manufacturing. Visual inspection was performed and found the wrist cover to exhibit tears. There were no pieces missing. The tears did not affect the intuitive motion functionality of the instrument. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding the sureform 60 stapler instrument made movements on its own without the surgeon¿s input was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the sureform stapler 60 instrument (part# 480460-09/ lot/serial# l10220802- 0268) associated with this event has been performed. Per this review of the logs, the sureform stapler 60 instrument was last used on (B)(6) 2022 via system sk5048 for a sigmoid colectomy procedure. There were 12 uses remaining after this last usage. Logs show the instrument was never fired. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler instrument made movements on its own without the surgeon¿s input. The customer had difficulty removing the instrument because the wrist had moved and would not initially straighten out. The customer was able to finally remove the instrument. The instrument had not been used to manipulate tissue or fire at that point. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was inspected prior to use, and nothing was found out of the ordinary. The procedure was completed robotically with no patient harm. No fragments fell into the patient nor fragmenting occurred. The customer does not know why the instrument malfunctioned. The surgeon was getting ready to use the instrument when it malfunctioned. The instrument had only been placed in the abdomen with a new stapler reload and not used on the patient. There were no collisions reported. The instrument did not straighten initially when the customer tried to remove the instrument. The instrument wrist finally straightened enough so the instrument could be removed. The cannula was fine. The customer removed the instrument from the field.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, a6, b6, b5, g3, g6, h2, and h6.